Manufacturer narrative:
Evaluation of the returned jetd revealed kinks on the proximal shaft. If the device is manipulated at extreme angles during use, damage such as this may occur. During functional testing, a stainless-steel mandrel was unable to be advanced through the kinks in the jetd. The kinks may have caused the 3maxc to become stuck during the procedure. Evaluation of the returned 3maxc confirmed a fracture and revealed stretching. If the device is forcefully retracted against resistance, damage such as this may occur. Manipulation of the 3maxc within the kinked jetd likely contributed to the stretch and fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00793, h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00793.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system jetd reperfusion catheter (jetd). During the procedure, the physician advanced the 3maxc and jetd to the target vessel. While removing the 3maxc to aspirate via the jetd, the 3maxc broke distally within the jetd. Therefore, the jetd was removed with the 3maxc stuck inside it. The procedure was completed using a new 3maxc and penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.